Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 33 mmol/l (594 mg/dl) while wearing the pod on the abdomen for less than 1 hour. The patient was feeling sick and was prescribed klacid antibiotics (2 times per day for 7 days), given natrise and pen correction by healthcare professional for treatment. The pod was removed at the hospital. The patient was released after half a day. The patient resides in germany and the incident occurred in croatia.